Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. A dislodgment of the rv lead was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.